Manufacturer narrative:
This supplemental report is being submitted to provide an updated device evaluation and legal manufacturer¿s investigation. An olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated onsite for the cracked lid and the issue was not confirmed. The fse found no cracks in lid, but the lid was bent, which caused difficulty closing. The fse replaced and aligned the lid according to work instructions. The root cause of the issue could not be conclusively specified. It was likely the user closed the top bar with the cleaning tube sandwiched in between and the user closed the top cover without setting the scope correctly in the cleaning tank. The probable cause issue occurred was that the reprocess education in the facility was not sufficient due to the transfer of the facility¿s reprocess workers due to the influence of covid-19.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include the lid being contacted with a scope when it was closed and/or something hard hit the lid and/or chemical crack due to adhered chemical solution which was not removed.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to replace the damaged lid. The device passed all the service inspections. Software attributes have been verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed

Event description:
A user facility reported a cracked lid on and endoscope reprocessor. There was no leaking associated with this event. There was no patient infections or scopes with positive cultures as a result of the cracked lid. No additional information has been obtained.